Event description:
It was reported that stimulation on the left side would come on for 3 to 4 seconds and then would turn back off.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), explanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), explanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient's system only gave him stimulation for the left side and was consequently replaced. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID: 37754 lot# serial# (B)(4), product type recharger product ID: 37744 lot# serial# (B)(4), product type programmer, patient product ID: 3778-60 lot# serial# (B)(4), product type lead product ID: 3778-60 lot# serial# (B)(4) product type lead. (B)(4).

Event description:
Additional information received reported that the cause of the event was that the patient was not getting stimulation in the low back and left leg. It was noted that the event was attributed to the lead and there was dislodgement or migration. It was reported that an explant and revision of the lead occurred on (B)(6) 2013. It was noted that the patient was seen by the manufacturing representative for reprogramming. It was unclear when this occurred. It was reported that the percutaneous leads were removed, there was a thoracic laminectomy with placement of a paddle lead, and there was a revision of the implantable neurostimulator site. The patient required hospitalization, the patient outcome was noted as non-serious injury or illness, and the patient recovered without sequelae. It was reported that the patient was seen in the healthcare provider¿s office on (B)(6) 2013 and stated that he was doing well and was receiving stimulation.